Event description:
Procedure type: lavh. According to the reporter: during use two 5.5mm short secondary ports, confirmed there was a gray material in the pt cavity and was retrieved. The procedure was completed with these ports. No tissue damage. No bleeding. Extended or time: unk. No pt injury was reported. Pt status: ok. No further pt info available.